Manufacturer narrative:
(B)(4): the complaint regarding the nonresponsive buttons was unable to be duplicated. All keys were tested and are responsive. Keypads are intact. Removed keypad to check for contamination which was found under up/down/contrast key contacts.unrelated to this complaint, it was noted that the battery compartment is cracked.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
The patient claimed that the up and down buttons required several presses to activate the desired pump functions. The keypad is reportedly intac. There was no adverse event associate with this complaint. The pump was replaced.